Event description:
On 11/20/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 11/12/24. On 11/24/24 a beta bionics customer care agent followed up and spoke with a family contact about the event. On (B)(6) 2024 the user suffered a stroke-like event and was found unresponsive with severe hypoglycemia. The user's bg level was 20 mg/dl. The user was wearing the ilet device when the event occurred and was discovered with the ilet booklet open. Emergency services were called, and the user was transported by ambulance to the ER and subsequently admitted to the ICU. The family contact did not know the full extent of treatment the user received at the hospital, but stated the user has a dnr tag and so no ivs were provided and had "some kind of brain scan". The user remains hospitalized, experiencing severe cognitive impairment and memory issues, and is undergoing inpatient rehabilitation. At this time the user has not resumed using the ilet.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.